Event description:
Information was received from a patient regarding an implantable neurostimulator indicated for fecal incontinence, gastrointestinal/ pelvic floor. It was reported that they had a terrible time. The patient stated they had terrible pain. The patient stated they threw it all out (interpreted to be the external devices). The patient added that the urologist who tore out the system didn't know how, they hacked three vertebrae and tore the muscles at the incision because they didn't know how to take it out. The patient was in constant pain and on pain meds. The patient never goes out. The patient stated they had to have it removed because when everything went bad the person who gave them the device disappeared with no way to contact them.

Manufacturer narrative:
H3: Analysis of the INS (S/N (b)(6)) determined that the Implantable Neurostimulator (INS) output and telemetry were acceptable; however, the battery was near normal battery depletion. Analysis of the lead (L/N VA2144B) determined that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of D10: Product Type LEAD, Product ID 3889-28, Lot# VA2144B, Implanted: (b)(6) 2019. Section D information references the main component of the system. Other relevant device(s) are: Product Id: 3889-28, Serial/Lot #: (b)(6), UBD: 17-JUL-2023, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.